Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, a dim and discolored display, a keypad button response issue, and contamination under keypad button contacts. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the battery compartment was observed to be cracked. During testing, the pump was powered on and the display screen appeared dim and discolored. The keypad buttons were intermittently unresponsive to user presses. The keypad cover was removed, and contamination was found under all button contacts. Unrelated to these issues, the symbols on the keypad cover were worn off. (B)(6).